Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user skipped the gas change and scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The user performed an energy check middle of the afternoon for the whole day. The corresponding treatment was several hours later. However, it is recommended, that an energy test be performed before each patient according to user manual. The corresponding treatment was performed without interruption. No technical root cause could be identified during logfile review. Clinical applications specialist recognized that in two months of time, there had been a huge change in the refraction of the patient. Therefore, the case will be monitored for a while before performing any surgeries to understand the root cause of the change in the refraction. According to the oculyzer images, there was an elevation in the back surface of the cornea. Cas was asked to observe the case with the surgeon and provide more data like optical coherence images and check if there is a sign of inflammation on the cornea. The root cause of this problem might be related with the cornea it's self. No technical root cause was identified. The product was found to be within specifications. According cas review, the root cause of this problem might be related to the cornea it's self. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent refractive surgery in 2018. A correction procedure was performed in 2019. The patient is now experiencing poor vision due to unexpected post-operative refraction.